Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6)-2016 referring to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2015 for contraception. The patient had two pregnancies and terminations since having the devices placed (refer to (B)(4) for the 1st pregnancy case. This case refers to the 2nd pregnancy and termination). She did not do essure confirmation test until (B)(6)-2016, following her office visit. Upon doing the hysterosalpingogram (hsg), report showed one coil approximately 7.0cm from the uterine cornua (perforation). No hospitalization was required and the medical doctor was going to surgically remove the coil and do a tubal ligation. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had two pregnancies and terminations after essure (fallopian tube occlusion insert) insertion. After these episodes, she was submitted to a hystrosalpingogram (hsg), which revealed one coil approximately 7.0cm from the uterine cornua (perforation). Physician was going to remove this coil surgically. All events are listed according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance including failure to return for the essure confirmation test (hsg). In this particular case, patient did not have the hsg test before her pregnancies. After the pregnancy termination, a hsg was performed and revealed a possible perforation. This perforation in association with patient's non-compliance could be alternative explanations for the reported device failure (pregnancy). However, since the mechanism of these events is unknown (if perforation occurred before or after pregnancy onset); causality with essure cannot be excluded. This case was regarded as incident, since a surgical intervention will be required for device removal. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Follow up 18-apr-2016: quality-safety evaluation of ptc (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had two pregnancies and terminations after essure (fallopian tube occlusion insert) insertion. After these episodes, she was submitted to a hysterosalpingogram (hsg), which revealed one coil approximately 7.0cm from the uterine cornua (perforation). Physician was going to remove this coil surgically. All events are listed according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance including failure to return for the essure confirmation test (hsg). In this particular case, patient did not have the hsg test before her pregnancies. After the pregnancy termination, a hsg was performed and revealed a possible perforation. This perforation in association with patient's non-compliance could be alternative explanations for the reported device failure (pregnancy). However, since the mechanism of these events is unknown (if perforation occurred before or after pregnancy onset); causality with essure cannot be excluded. This case was regarded as incident, since a surgical intervention will be required for device removal. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. Further information is being sought.

Manufacturer narrative:
Follow-up received on 27-jul-2016. Follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment this medically confirmed, spontaneous case report refers to a female patient who had two pregnancies and terminations after essure (fallopian tube occlusion insert) insertion. After these episodes, she was submitted to a hysterosalpingogram (hsg), which revealed one coil approximately 7.0cm from the uterine cornua (perforation). Physician was going to remove this coil surgically. All events are listed according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance including failure to return for the essure confirmation test (hsg). In this particular case, patient did not have the hsg test before her pregnancies. After the pregnancy termination, a hsg was performed and revealed a possible perforation. This perforation in association with patient's non-compliance could be alternative explanations for the reported device failure (pregnancy). However, since the mechanism of these events is unknown (if perforation occurred before or after pregnancy onset); causality with essure cannot be excluded. This case was regarded as incident, since a surgical intervention will be required for device removal. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. No further information could be obtained despite follow-up attempts.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.